Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent recurrent right inguinal hernia repair due to a failed bard/davol 3dmax light (device #2). A perfix plug (device #3), was implanted in the patient during this repair. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol 3dmax light (device #2). An additional emdr was submitted to represent the bard/davol 3dmax light (device #1) and bard/davol perfix plug (device #3). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent bilateral inguinal hernia repair. A large left 3dmax light (device #1), and a large right 3dmax light (device #2), was implanted during this repair. On (B)(6) 2013: the patient underwent recurrent right inguinal hernia repair due to a failed 3dmax light (device #2). A perfix plug (device #3), was implanted in the patient during this repair. On (B)(6) 2015: the patient underwent recurrent left inguinal hernia repair due to a failed 3dmax light (device #1). The additional repair was for ¿buckling of the mesh.¿ during the procedure, the dr. Noted ¿I could feel the mesh and a lot of foreign body, deep below transversalis fascia and I therefore skeletonized the cord.¿ patient continues to suffer significant pain and disability related to the various bard mesh implanted. Patient needs further surgical intervention to potentially alleviate symptoms and complications of the bard mesh; however, the risk of additional surgery currently outweigh the potential benefits. As a proximate result the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. The attorney alleges the large left 3dmax light (device #1), large right 3dmax light (device #2) and perfix plug (device #3) is defective.